Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient presented to the emergency room after experiencing syncope. A remote interrogation was performed and upon review both atrial tachy response (atr) episodes from a one to one rhythm and ventricular episodes were stored that correlated with the syncope. The ventricular episodes were sudden brady response (sbr) episodes where there was an abrupt drop in the intrinsic rate. The sbr feature is designed to allow or drops in intrinsic rates before allowing pacing. The pacemaker remains in service and no additional adverse patient effects were reported.